Manufacturer narrative:
Age: unk sex: unk weight: unk ethnicity: unk race: unk date of event: unk, expiration date unk, implant date: unk, explant date: unk, device manufacture date: unk, (B)(4). Claim # (B)(4).

Event description:
A journal article was received from the journal of cataract and refractive surgery, for "united states military implantable collamer lens surgical outcomes: an 11 year retrospective review". The article sited a study of 3105 eyes of myopic patients, implanted with icl lenses. In the study, the following adverse events occurred - 14 eyes had anterior subcapsular cataracts, requiring icl removal and cataract extraction; 2 eyes had glaucoma, requiring long term treatment; 3 eyes had retinal detachments; 8 eyes had acute angle closure glaucoma; 3 eyes had traumatic incision opening; 6 eyes had keratoconus and 135 eyes had icl explantation. The percentage of ecl from baseline is 7.1% at 3 years postoperatively reaches statistical significance at 5 years (21.8% decline, p<0.0001). Additional information has been requested but none has been forthcoming.